Event description:
These sponges are inserted in the nasal cavity after surgery to catch and absorb blood, medication and mucus. The surgeon then removes them prior to pt discharge. The surgeons have noticed that since switching to the pilling neurosponges, when they go to remove them, they are shredding and tearing. This makes it difficult for both the pt and the surgeon since we usually have to then insert long forceps to remove any broken off pieces of sponge. Leaving a sponge in the pt cavity that is covered in blood and mucus will lead to a foul odor and possible infection. We have removed all pilling sponges from out supply and are now looking at other manufacturers.